Manufacturer narrative:
Product ID 3998, lot# v855145, implanted: (B)(6) 2011. Product type lead; product ID 3998, lot# v855145, implanted: (B)(6) 2011, product type; lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3550-29, lot# n293627, implanted: (B)(6) 2011, product type: accessory; (B)(4).

Event description:
Additionale information stated the patient had stimulation turned off because ¿sometimes it made it worse than better.¿ it was noted the programmer was ¿unable to read the battery. It was reported the patient saw a ¿poor communication¿ screen on the programmer. It was noted the patient had not recharged for a week. It was noted after the por was cleared, the patient¿s battery level was at half.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient could not adjust stimulation. A power on reset (por) condition was reported without a diagnostic identifier. Providing patient programmer operation information resolved the issue. Additional information has been requested, but was not available as of the date of this report.